Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was treated for infection. It was reported that the patient's infusion site became sore after the infusion set was in<3 days. The patient presented to his physician; who lanced, drained and packed the site and prescribed oral antibiotics.